Event description:
It was reported that the patient's pacemaker implant site was inflamed causing discomfort. It was suspected that pacemaker system had an unspecified infection, but it was not confirmed. The system was removed and replaced. The patient's condition was unknown.